Event description:
It was reported that the patient experienced no stimulation sensation. Educating the patient on the programmer on / off controls and synching with the ins resolved the reported issue.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Extension: model 7495-51, serial# (B)(4), implanted: (B)(6) 2000, explanted: na. Extension: model 7495-51, serial# (B)(4), implanted: (B)(6) 2000, explanted: na. Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).